Event description:
It was reported that the pump was alarming "no disposable clamp tubing". The alarm had been silenced, and pump settings were reviewed. A continuous infusion rate of 2.5 ml/hour had been programmed, with a total reservoir volume of 12.9 ml and given volume 103.15 ml. The pump powered on. The site closed the clamp on tubing and cassette had been removed. They gently tap the bottom of cassette on hard surface and massage tubing to release any air bubbles present in the tubing. The cassette was reattached, pump powered on and alarm persisted. The above steps were repeated but still the alarm persisted. The pump had been powered off and the tubing remained clamped. The medication used was 5fu. The event occurred while in use with a patient, and there was no patient harm reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.